Event description:
The caller reported that patient¿s lead had slid distally and was confirmed by x-ray that the lead moved. The patient was getting stim in testicles, rectum and down leg and into his foot. It was noted as stimulation in the wrong location. Caller reported this change in stim was in the last couple of weeks. The manufacturer representative indicated that they were going to try to program around it. It was further reported seven days later the patient program was changed and pulse width trying to reduce the discomfort and sustain his therapeutic relief. The patient was still getting some pocket stim, stim down his leg, and rectal stim. Symptoms are ok, not great, but reducing the ma levels helped. Patient and manufacturer representative are meeting at health care provider¿s office at 4p on wednesday the (B)(6).. Additional information received a day later from previous call indicated that the lead migrated and the health care provider stated that it was not settling into the tissue or ¿latching correctly¿.this happened about 3 weeks ago. Patient reported no fall trauma; reviewed potential anatomy may be the cause as well. He stated that the lead was able to go on the left side because of his anatomy and that the lead was on the right side. Patient has an appointment with manufacturer representative and the hcp to discuss next steps. Current lead was implanted on the right side at s3. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the (tined lead) ((B)(4)) revealed lead body conductor short between circuits, (overstress/damage) no significant anomaly. Final analysis of the (neurostimulator) ((B)(4)) revealed functionally okay/insignificant anomalies.

Event description:
Additional information received indicated that the lead and battery were removed successfully and replaced with a new lead and battery. Manufacturer representative would need a return kit for the removed items. The manufacturer representative would be meeting with the patient on november 6 to see how they are doing and reprogram if necessary. It was later reported on the (B)(6) 2014 that the lead migrated past the anterior side of the sacrum, caused uncomfortable stimulation and a reduction of efficacy. The patient was not sure how the lead migrated, suspected it may have happened when he sustained an accidental ¿kick¿ from his daughter while swimming. Symptomatically, the patient was doing very well. Manufacturer would be meeting with patient on monday to adjust the pulse width (pw) and rate to help with his comfort.

Event description:
Additional information received indicated that patient had the follow-up appointment, stated that , the patient was receiving successful therapy and was comfortable with the stimulation at this point. The device would be send as soon as possible.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gf3x, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had sensitive nerves and the therapy was not providing relief. The manufacturer representative reported that they activated the 2 and 3 electrodes, which were the only electrodes the patient felt comfortably. Pulse width had been increased. They were unable to program the therapy so it was comfortable and effective. The therapy benefit had changed. It was further noted that the lead migration may have occurred while the patient was swimming with their daughter who accidentally kicked them in the behind. The patient was scheduled for a lead revision and battery replacement on (B)(6) 2014. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).